Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer indicated self-treating with insulin (dose/type unknown), but also had contact with a healthcare professional who provided unspecified treatment. There was no report of death or permanent injury associated with this event.